Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The chair is bent where the seat upholstery attaches to the chair.